Manufacturer narrative:
Occupation: administrator/ supervisor, ICU director. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that shortly after inserting the intra-aortic balloon (iab), the console generated a catheter restriction alarm which coincided with patient movement in the bed. Troubleshooting did not stop the periodic alarms, so the customer decreased the augmentation setting by 2 bars. This did not change the augmented pressure but eliminated the alarms. The patient continued on support but is was sedated to prevent kinking it again. The iab was removed after approximately three days of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded with traces of blood found on the exterior of the catheter. The returned sheath was over the catheter and partially covering 1/4 of the balloon. The sheath was returned attached approximately 15.7cm from the iab tip. The extender and pressure tubing were also returned. A visual examination of the product detected the inner lumen and catheter were bent at approximately 2.5cm, 18.7cm from the iab tip, respectively. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate at 140 bpm. Two bends were found on the iab confirming the reported kink. We are unable to determine when this may have occurred. The iab was unable to pump at 140bpm. This was possibly due to the bends found on the catheter tubing of the returned device which restricted the gas passage and resulted in poor inflation and deflation on the pump. The reported alarm is confirmed. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.